Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital and doctor policy. Additional information has been requested, but not made available. Should additional information become available in the future, it will be reported in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that the patient complained of dislocation. Intra-operatively, poly wear was found. Surgeon replaced the head and liner. Pca stem stayed implanted.